Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented to the emergency room after experiencing syncope while eating breakfast and being unresponsive for approximately 15 minutes. Boston scientific technical services (ts) advised the medical personnel to have the pacemaker interrogated. At this time the cause of the syncope remains unknown and the pacemaker remains in service. No additional adverse patient effects were reported.